Event description:
On (B)(6) 2025 the hcp reported injecting 1cc of evolysse form into the lips and nasolabial folds of a patient. By (B)(6) 2025, the patient experienced discoloration in the upper lip which they described as "dusky" along with eye twitching and pain. Massage temporarily improved the discoloration, but symptoms returned when stopped. On (B)(6) 2026, the hcp suspected a vascular occlusion and administered 10 vials of amphadase, resulting in minimal improvement; massage, heat, and aspirin were prescribed. Another hcp performed an ultrasound of the patient on (B)(6) 2026 and diagnosed the patient with bilateral vascular occlusions in both oral commissures with redness extending from the corner of the mouth to the corner of the eye. The hcp injected 2 vials of hyaluronidase and patient experienced an improvement of symptoms. The patient's symptoms resolved as of (B)(6) 2026.

Manufacturer narrative:
Based on the reported information, this event is consistent with a vascular occlusion which is a known serious adverse event documented in the labeling. This can occur due to unintended injection into a blood vessel or injection of a large amount of filler near a blood vessel causing compression of the blood vessel. Both occlusion and compression may result in reduced or cessation of blood supply to tissues. Intervention is required to prevent serious and permanent complications. Additionally, the product was used off-label in the lip region. We cannot rule out that this may have contributed to the reported event. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. (B)(4).